Event description:
It was reported that high shock impedance from the rv to can vector was observed. The ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received x-ray analysis identified a broken ground case wire as the cause for the high impedance. Other text : na.